Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular connector was unable to secure the ventricular cable in place. It was noted that the ventricular output connector was contaminated. It was further noted that the hanger assembly was broken and one output connector nut was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular connector was unable to secure the ventricular cable in place during use on an infant patient. It was noted that a different epg was then used successfully. It was further noted that in subsequent troubleshooting by the biomedical engineer in the customer facility multiple ventricular cables were tested in the ventricular connector of the epg however none could be secured. No patient complications have been reported as a result of this event.